Manufacturer narrative:
The reported event was confirmed on the provided x-ray. Review of device history, labelling, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No indications of material, manufacturing or design related problems were found during the document review. A device inspection was not possible since the affected device was removed and disposed. Screw back out is a known but rare event and has been considered in several publications. Screw back out can be contributed by (but not limited to) e.g. Patient¿s condition, choice of product, kind of treatment, patient¿s behaviour and others. Based on available information it could not be determined which reasons had caused the event. In case essential information becomes available we reserve the right to re-reopen the case for investigation and to assess a new root cause.

Event description:
Surgeon had a case with a t2 alpha antegrade femoral nail where two of the distal transverse screws backed out approximately two weeks after surgery. Patient returned to or for surgical intervention.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
Surgeon had a case with a t2 alpha antegrade femoral nail where two of the distal transverse screws backed out approximately two weeks after surgery. Patient returned to operating room for surgical intervention.